Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the g5 mobile application had a loss of connection. No additional event or patient information is available. Data download log was reviewed for evaluation on 02/19/2017. Complaint for a loss of connection was confirmed. The root cause could not be determined, post investigation. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.